Manufacturer narrative:
Patient country : canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set was fell off during use on 04-june-2024. The event occurred within 8 hours of insertion. Patient's blood glucose level was noticed at time 10.0 mmol/l. Patient was replaced infusion set and resumed insulin successfully. No further information was available.